Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is unconfirmed for self activation and failure to fire. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model mc1825 biopsy instrument allegedly experienced self activation and failure to fire. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient weight was not provided.